Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of approximately 600 mg/dl with ketones. Customer was treated with insulin and intravenous fluids, and was released from the ER after 4 hours. Upon being released from the ER, the customer's bg level ranged from the "low 300¿s mg/dl to the upper 200¿s mg/dl", and the customer was "feeling better." Reportedly, an occlusion alarm had occurred and pump supplies were changed to address the issue.